Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 13mm long starting from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After stent deployment, a 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, the balloon ruptured due to calcification. The procedure was completed with a 3.5x12mm nc emerge balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After stent deployment, a 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, the balloon ruptured due to calcification. The procedure was completed with a 3.5x12mm nc emerge balloon catheter. There were no patient complications reported.